Manufacturer narrative:
Exemption number e2015058. The history log shows the pad-pak was first installed in the device on the 17th march 2010 and it performed to specification up to the 20th july 2014. The device failed several self-tests due to a low battery between the 27th july 2014 and the 25th august 2014 and remained in fault mode until the 8th september 2014 when an increase in voltage suggests a further pad-pak was installed. Multiple manual power ons mainly of ten minutes duration were observed in the device memory between the 14th may 2016 and the last log entry on the 20th may 2016. The pad-pak became depleted and a further pad-pak was installed. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs and the excess current drain measured would confirm a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.